Event description:
It was reported that during surgery, the connecting part of the inner wire was broken when the surgeon pulled out the inner from the outer.

Manufacturer narrative:
Method: manufacturing review; results: the reported k-wire breakage was likely due to cantilever forces contributing to an overload at the fracture site. Conclusion: the customer reported event of a xia 3 k-wire assy main body fracture was confirmed via visual inspection. No other adverse consequences were found. The fracture is located on the end right next to the knob and possibly occurred due to cantilever load on the knob during removal of the wire. Review of manufacturing records did not reveal any related manufacturing issues.

Event description:
It was reported that during surgery, the connecting part of the inner wire was broken when the surgeon pulled out the inner from the outer.